Event description:
Customer reported an intermittent white screen on the left hand monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and rerouted the high voltage cable so that it would not be strained. System operates as intended.